Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed an error message during in-service. There was no patient involvement.

Manufacturer narrative:
A livanova service representative was dispatched to the facility to investigate. Due to his investigation results and the discussion with livanova investigators it was learnt and confirmed, that this kind of issue was caused by an high frequency device interference with the cp5 system. In order to resolve the issue the technician fit ferrites on the cp5 "can" cables and no further failure could be identified.